Event description:
Physician reported that during a thyroidectomy he was not getting any return from the emg tube. An electrode check was performed and that came back all green. Lowered the event threshold from 200 to 150 and turned event capture off. He was still unable to get any return when stimulating. Asked him to check the placement of the tube and confirmed it was still centered. The stim probe was making a "beedle" noise (indicating completion of the circuit). After troubleshooting he elected to proceed without monitoring. There was no patient impact. It was confirmed that the physician believed this was a false negative.

Manufacturer narrative:
(B)(4): product evaluation: no device analysis is available; device will not be returned for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.